Event description:
It was reported that the patient got 2 bacterial infections of the bladder in a row after their device cut off completely and it shut down because the bladder wasn¿t emptying. The problems with loss of therapy, bladder not emptying, and 2 infections all started in (B)(6) 2015. The patient met with their manufacturer representative at their health care provider¿s office on (B)(6) 2015 and they increased the stimulation. That resolved the problem with the bladder not emptying and the patient no longer had infections.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 093-28, lot# v535396, implanted: (B)(6) 2010, product type: lead. (B)(4).